Manufacturer narrative:
The field service engineer could not determine a cause. Cells were found with excess water in them. Valves were replaced. Mechanical checks were performed and cells were clean, with no droplets. The customer ran controls and these passed. The last calibration performed on 20-sep-2021 was ok and there were no alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The sample initially resulted in an hba1c value of 7.6% and this value was reported outside of the laboratory. The physician questioned the value, so the sample was repeated, resulting in a value of 12.7%. The repeat value of 12.7% was not reported outside of the laboratory and the 7.6% value was deemed to be correct. The hba1c reagent lot number was 54387401, with an expiration date of 31-oct-2022.